Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed that reported problem. After reviewing the log, fse found the reported problem with malfunctioning tube. To resolve the problem, fse replaced point evr and perform tube adaptation and return the part for further analysis and point evr is classified as defective. After replacing the point inverter, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the generator was busy, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.